Event description:
A risk manager submitted a user facility medwatch, reference (B)(4), for a mini stick max 4f x 10 cm stiff .018 ss/ss echo 2.75" pg. The physician was attempting to gain access to right popliteal vein with micropuncture access wire; however, when attempting to remove the needle and wire, the distal end of the micropuncture wire became knotted and stuck within the access tract. According to the patient's medical record, the physician attempted gentle manipulation and shallow dissection; however, the wire snapped below the skin surface, at the level of the knot. The soft, flexible opaque tip, measuring <0.5cm, remained within the skin tract and was unable to be retrieved. At this time, there is no known injury to the patient and no plans to remove the fragment as it is not posing any issues.

Manufacturer narrative:
The device has been returned to the manufacturer for evaluation. An investigation into the root cause for the event is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Manufacturer narrative:
The customer's reported complaint description of the guidewire was detached was confirmed, however, the returned product is not an angiodynamics product. This information was communicated to the complaint reporter, however, their response was 'that was the product documented in their medical record and no further details could be provided.' No further complaint investigation is required since this is not an angiodynamics provided product. Reference (B)(4).